Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed frequent upper occlusion and under infused during chemotherapy. Upon checking on the patient 2 hours after to follow up with cyclophosphamide chemotherapy, the nurse noticed that the chemo bag was still full and the occlusion alarm would no longer beep for all occlusions. There was no report of patient injury or medical intervention associated with this event. No additional information is available.